Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a frayed grip cable at the distal end. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.9mm offset at the tips. The grips were found to have cracking damage. Further inspection found three notches at the grip where the bend is.